Event description:
It was reported that the tape was passed into the anchor and the hole prepared, when the anchor was being deployed the screw aspect of the anchor wasn't in contact with the cortex and so the anchor did not deploy properly and broke inside the patient, however all pieces were removed and an additional hole was made to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
The returned multifix s device was not returned for evaluation. A relationship between the device and reported incident cannot be established as the product was not returned.